Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference. Manufacturer contacted customer within 24 hours call for knowing customer's condition; customer visited the doctor on (B)(6) 2016, the doctor prescribed potassium and a diuretic "water pills" since the swelling is caused for liquids retaining in the body. The doctor considers is not related to blood glucose symptoms. Customer is feeling better, swelling is going down. No additional treatment needed.

Event description:
Customer complains of low results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 115mg/dl-135mg/dl fasting. Verified the strips expire 11/15/2018. Customer confirms the strips have been properly stored and were first opened within 120 days. Customer performed a back to back blood test and obtained 188mg/dl and 183mg/dl not fasting. Reviewed meter memory: (B)(6). Memory concerns: 101mg/dl, 102mg/dl. Customer had run a blood test with her trueresult meter yesterday and received a result of 102mg/dl. Customer then went to the emergency room, customer noticed the feet were very swollen, customer was unsure if this was a symptom of hypo-/hyper- glycemia or not; customer was tested and the blood glucose reading was 233mg/dl. Customer went home and tested again the blood glucose with the trueresult meter and received a reading of 101mg/dl. Customer was not able to see a doctor at the time of her visit to the ER so no medications were administered due to misreading from product. Customer has not had any recent changes in diet, exercise, or medications. Results from meter's memory do not have the correct date or time.

Manufacturer narrative:
(B)(4). Meter returned on 5/2/2016; qc evaluation completed on 5/4/2016 with no problem found. Most likely underlying root cause of malfunction:user's test strip had a poor fill. Manufacturer contacted customer within 24 hours call for knowing customer's condition;customer visited the doctor on (B)(6) 2016, the doctor prescribed potassium and a diuretic "water pills" since the swelling is caused for liquids retaining in the body. The doctor considers is not related to blood glucose symptoms. Customer is feeling better, swelling is going down. No additional treatment needed.

Event description:
Customer complains of low results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 115mg/dl-135mg/dl fasting. Verified the strips expire 11/15/2018. Customer confirms the strips have been properly stored and were first opened within 120 days. Customer performed a back to back blood test and obtained 188mg/dl and 183mg/dl not fasting. Reviewed meter memory: (B)(6). Customer had run a blood test with her trueresult meter yesterday and received a result of 102mg/dl. Customer then went to the emergency room, customer noticed the feet were very swollen, customer was unsure if this was a symptom of hypo-/hyper- glycemia or not; customer was tested and the blood glucoser reading was 233mg/dl. Customer went home and tested again the blood glucose with the trueresult meter and received a reading of 101mg/dl. Customer was not able to see a doctor at the time of her visit to the ER so no medications were administered due to misreading from product. Customer has not had any recent changes in diet, exercise, or medications. Results from meter's memory do not have the correct date or time.